Event description:
It was reported thrombus formed distal to the stent (subject device), without vessel occlusion. Aggrastat was given to treat the thrombosis and the event resolved without sequelae within 24 hours.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis, therefore physical and functional tests could not be performed. However, patient thrombosis is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported thrombus formed distal to the stent (subject device), without vessel occlusion. Aggrastat was given to treat the thrombosis and the event resolved without sequelae within 24 hours.